Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
Customer reported that she has been experiencing high blood glucose up to 600 mg/dl last couple of days and went to the hospital emergency room. Customer stated that she changed the infusion set three or more times in one day and she is constantly getting no delivery alarms. She examined the cannula and it was not bent. She is treating with manual injections. Current blood glucose is 208 mg/dl. Customer declined to troubleshoot and requested a replacement insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.